Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to rewind the pump. Customer performed displacement test and insulin pump passed it. The customer stated that the insulin pump was dropped. The customer stated that they received hardware low level failures alarm after running a self-test. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly.